Manufacturer narrative:
Attempts are being made to retrieve the device from the account so an eval can be done. This record will be updated when the eval is completed.

Event description:
It was reported that the handpiece was leaking while being cleaned in central processing. There was no pt involvement or adverse consequences related to this event.